Event description:
The accounts maintenance alleged the casters are broken and this is affecting the brake and steering.

Manufacturer narrative:
Brake not holding due to broken caster stems. A completed set of casters was sent to the account to repair the bed.